Event description:
The trilogy evo ventilator was reported to have a ventilator inoperative error. There was no patient involvement, and no harm or injury reported. The ventilator was received at the service center for evaluation and repair. Removal of the patient data failed. At this time, the manufacturer is unable to confirm the alleged ventilator inoperative condition. If additional information is received, a follow-up report will be filed.